Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion in the right coronary artery. During advancement of the xience prime resistance was felt and it could not cross the lesion. Upon removal of the device from the patient anatomy, a fracture [break] was noted in the shaft. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information received: upon removal of the device from the patient anatomy a kink was noted in the shaft, not a fracture as initially reported. After the procedure, during packing of the device for return analysis the proximal shaft separated at the kink. No additional information was provided.